Manufacturer narrative:
All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that a battery that should have been rejected during manufacturing was built into a device and released. A product hold order was issued, the device was located and segregated in distribution. No patient involvement was reported.

Manufacturer narrative:
All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned, analyzed and no anomalies were found.

Event description:
It was reported that a battery that should have been rejected during manufacturing was built into a device and released. A product hold order was issued, the device was located and segregated in distribution. No patient involvement was reported.